Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer's father to plug the pump into a working outlet using the tandem charging cable and wall adapter for at least 30 consecutive minutes to resolve the issue. No additional patient or event information was provided.